Manufacturer narrative:
This submission is for the 2q18 asr serious injury events for rotary niti file breakage under asr exemption # 2007004. This report summarizes six serious injury events where a file broke (device problem code: 1069).one device was not retured for evaluation, however unused devices from the same package were returned and evaluation determined the devices met specifications (evaluation results code: 213). Five devices were received for evaluation. Evaluation of those devices found the files were broken (evaluation results code: 3252). Root causes were not identified and this failure is a known inherent risk of the device.

Event description:
This report summarizes 6 reported events. This submission is for the 2q18 asr serious injury events for rotary niti file breakage. This report summarizes six serious injury events. There are six events where the broken piece could not be easily retrieved ((B)(4)). In each of these six events, the patients teeth were extracted.